Event description:
Drive devilbiss healthcare was notified of an incident involving an oxygen regulator involved in an ignition event by a letter from an attorney, which alleges that the resulting fire was caused by an alleged defect in the regulator. The fire resulted in property damage. Although a death was reported, the medical examiner did not attribute the death to the device. Drive is currently investigating the incident, and will file an update if additional information becomes available.